Event description:
An elevated advia centaur digoxin result was obtained on a patient sample and reported to the physician. As a result, the patient was taken off medication. A second sample from the same patient was tested and the digoxin result was lower than the first sample. The initial sample was repeated and the digoxin result was lower. Patient treatment was stopped based on the elevated result. There was no report of adverse health consequences due to the discordant digoxin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant digoxin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.